Event description:
It was reported that during preparation of a percutaneous coronary intervention, unstable rotational speed was observed. The target lesion was moderately tortuous and severely calcified . A 1.25mm rotablator rotalink plus was used to treat the lesion. During preparation, while testing the rotation speed of the device before inserting a guiding catheter, unstable rotational speed was observed. The procedure was completed with another of the same device. No patient complications were reported and the patients' condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the complaint burr unit was carried out. A tug test and a connect/disconnect test was performed and no issues were noted with the unit¿s handshake connection. The rotablator burr was wire guided using a test guide wire and no issues were noted. The burr was microscopically examined and no issues were noted. The rotablator unit was wet tested and the optimum speed was reached without any issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation of a percutaneous coronary intervention, unstable rotational speed was observed. The target lesion was moderately tortuous and severely calcified . A 1.25 mm rotablator rotalink plus was used to treat the lesion. During preparation, while testing the rotation speed of the device before inserting a guiding catheter, unstable rotational speed was observed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.